Manufacturer narrative:
This report is submitted on 3 july 2020.

Event description:
Per the clinic, the patient experienced skin necrosis at implant site, subsequently the patient was placed under general anesthesia to remove abutment. The patient was administered antibiotics.

Manufacturer narrative:
Per the clinic, it was reported that the patient's implant magnet was removed during the revision sugery, not the abutment as previously reported. This report is submitted august 18, 2020.